Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant, the lead was positioned in the right ventricular (rv) apex and the helix was extended. Within minutes the patient complained of chest tightness and their blood pressure (bp) decreased. The lead was repositioned to the rv septum. An echocardiogram verified the presence of pericardial effusion. The bp returned to baseline and the chest pressure resolved by the end of procedure. The lead remains in use. No further patient complications have been reported as a result of this event.